Event description:
It was reported that customer experienced cgm error 42 while using sensor, which prevented normal sensor session from starting. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not recur, and successfully started sensor session, and device was not returned.